Manufacturer narrative:
This follow-up MDR is being submitted to correct information that was inadvertently omitted from a previously submitted MDR. Although the information was available at the time of the initial report, it was not included. Section b5 has been updated to include the omitted information to provide a complete and accurate event narrative. Section d9 has been updated to reflect that the product was returned to the manufacturer for investigation. Section h6 has been updated to include the medical device problem code ¿restricted flow rate¿ (a140508), which was applicable at the time of the initial report.

Event description:
Clinical narrative: a 77-year-old male was supported with an impella device for acute myocardial infarction complicated by cardiogenic shock, with the pre support clinical state consistent with scai shock stage c. During impella support, hemolysis was suspected based on red-colored urine and elevated plasma free hemoglobin (fhgb) of 350 mg/dl, with suction events noted at p4 and higher. An echocardiogram was performed and demonstrated the impella positioned within the papillary muscle, indicating contact with the mitral apparatus. The device was repositioned by the physician; however, appropriate pump position was not confirmed to have resolved, and fhgb remained elevated at 170 mg/dl. Given persistent concern for hemolysis, the clinical team elected to explant the impella device and transition support to an intra aortic balloon pump (iabp). No blood products were infused. Both documented fhgb values exceeded 40 mg/dl. Imaging was available and used to assess pump position, though good pump position during hemolysis was not confirmed. The device was removed due to the event, and the pump was designated for return, with data download required. Based on the available information, the patient experienced suspected hemolysis during impella support, diagnosed by elevated plasma free hemoglobin and red-colored urine, and the patient injury was attributed to the impella device. Imaging identified device contact with the papillary muscle, and repositioning did not resolve the positioning issue or clinical concern. The impella device was explanted, and alternative mechanical support was initiated. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
77 year old patient with acute myocardial infarction / cardiogenic shock. Hemolysis suspected via red urine and free hemoglobin level. Imaging confirmed pump mal-positioned, entwined with papillary apparatus. Pump removed. Impella will be coded with documented hemolysis due to mal-positioning.